Manufacturer narrative:
Additional information h3, h6 and h11: h11: the device was received for evaluation. During functional testing, "issue volume" was reproduced. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be low audio on all volume settings. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had volume issue. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.